Event description:
The hcp reports, the pt presented in (B)(6) 2006 with signs of infection including redness, swelling, drainage and incisional wound opening. Perioperative antibiotics were administered and the physician reports the pt does not have meningitis. The pt's daughter provided to the MFR on (B)(6) 2006 that the pt's left lead had been infected three times since the date of implant in (B)(6) 2006. The pt was treated with antibiotics for each reported infection, would recover, only to have the infection return. Additional info was requested from the physician. The hcp reports the primary location of the infection was both the device pocket and the lead track. A culture was obtained from the pulse generator pocket and the causative organism was identified as (B)(6). Oral and IV antibiotics were administered and the pt realized total device system explant after eight months implant duration. The infection has reportedly resolved. The product was explanted but has not been returned to the MFR for analysis. See MFR report number 3004209178-2007-00123.

Manufacturer narrative:
(B)(4).